Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Section d4: UDI details are not available based on the time of manufacturing. Section g4: the rd900azu is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k971695.

Event description:
A distributor in china reported on behalf of a healthcare facility that the manometer of a rd900azu neopuff infant resuscitator was not zeroing. There was no reported patient involvement.